Event description:
New information noted that the atrial lead had an insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14476. It was reported that the patient presented in clinic for possible left ventricular lead revision. Patient's left ventricular lead had high capture thresholds. Device interrogation prior to procedure revealed noise on the right atrial lead. Both leads were explanted and replaced. Patient was stable post procedure.